Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the product could not be used as the doctor could not inject air to inflate the balloon. The defect was discovered during incoming inspection.